Event description:
A malfunction alarm labeled "malf 5" was reported, but no notable events occurred before the malfunction, and there was no impact, as the customer's blood glucose level did not exceed 500 mg/dl. Technical support confirmed that the pump was under warranty and decided to replace it. The customer will continue using their current pump until the replacement arrives.